Manufacturer narrative:
The device has not yet been received for evaluation. Should new relevant information be received a supplemental form will be completed.

Event description:
It was reported that the customer woke up with elevated blood glucose levels (+200 mg/dl). Customer went to the emergency room, and was treated with fluids. Troubleshooting was performed and pump appears to be functioning as expected. Customer was not admitted to the hospital.